Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl. In addition the patient reports they had received an occlusion alarm while wearing the pod.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. Inspection of the exposed portion of the soft cannula found a tear. During fluid path testing, fluid was observed to be leaking from the observed tear. The timing and cause of the damaged soft cannula could not be determined. The device data contained no timeouts, drive stalls, or hazard alarms. The patient history buffer data showed no evidence of issues with insulin delivery. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone15.4 cgm sensor type: g6.